Event description:
During an arthroscopy procedure, it was noted that a small piece of plastic had broken off of a ultra-vac 90 instrument (reprocessed by ascent healthcare solutions) and was floating in the shoulder joint. The rn present during the procedure gave the ascent representative the device for follow-up, therefore no lot number or ascent re-processor number was retrieved from packaging. The ascent representative has stated the following: "we can tell this product was open or unused supply and not a re-manufactured supply by the product number that ends with a "u" . Only items that we re-sterilize as open, unused, or expired get the "u" at the end. The company representative is suggesting that this breakage could then be traced back to the original manufacturer and not due to the fact that the device was remanufactured.====================== health professional's impression======================the rn in surgery felt that the reprocessing of the device may have contributed to the device breaking.====================== manufacturer response for arthroscopy shaver, ultravac 90 w/integrated cable======================described in event description